Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, non-sustained right ventricular oversensing was observed. Previous programming changes were made to address the oversensing and no new changes were required. The patient is stable and will continue to be monitored.